Event description:
It was reported that during an infusion set change the ilet repeatedly prompted a restart, and a persistent alert was observed despite a completed restart; review of the device history showed an alert 38 indicating consecutive stalled motor, consistent with a pump motor malfunction during insulin delivery. Symptoms included awareness of falling glucose, which the user managed with oral carbohydrate. Outcomes included no injury, no hospitalization, and no medical intervention beyond self-treatment. Investigation included device report synchronization and review of alert history. Investigation of this case revealed a recurring motor stall alert consistent with an insulin delivery motor issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure affecting insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.